Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.0 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the lens has a curved shape along with residue on the lens surface. (B)(4).